Manufacturer narrative:
The service engineer (se) inspected the device and found an error code in the memory. The se replaced the graphical user interface (gui) central processing unit (cpu). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator went into backup ventilation. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
Device evaluation summary: the graphical user interface printed circuit board was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: there was no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.